Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver is very hot when it is plugged into the charger. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Because of moisture damage, the product was received in a condition making it impossible to complete an investigation. The customer complaint was not confirmed. A root cause could not be determined.